Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 23-feb-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer called concerned with test results from results obtained of 115 and 63 mg/dl. The customer stated her expected blood glucose test result ranges are fasting am <95 mg/dl and 1-hour post meal- <130 mg/dl. The customer feels well and did not report any symptoms. Customer stated due to the meter results she had gone to the hospital to verify the readings. The customer stated the blood result using the true metrix air meter had been 115 mg/dl (fasting/non-fasting unknown) and her blood glucose test result when at the hospital had been 100 mg/dl (fasting/non-fasting unknown); the time between tests is unknown. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored in an area outside of a large kitchen. The test strip lot manufacturer¿s expiration date is 05/19/2027 and per the customer the open vial date is 01/24/2026. The meter memory was reviewed for previous test result history (only 4 results provided): result 1: 115 mg/dl , date: (B)(6), time: 12:00pm unknown, result 2: 122 mg/dl , date: (B)(6), time: 1:18pm non-fasting , result 3: 63 mg/dl, date: (B)(6), time: 9:40am unknown, result 4: 82 mg/dl , date: (B)(6), time: 10:25pm non-fasting.